Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4): the veptr device was not explanted. A revision surgery was performed on (B)(6), 2013 but the device was not removed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2013 that vertical expandable prosthetic titanium rib (veptr) was implanted and the curved part of the implant was protected with a pad. At a later date on (B)(6) 2013 a skin defect was observed, the lumber hook was found to be unhooked. On (B)(6) 2013 the patient was hospitalized due to the veptr unhooking. On (B)(6) 2013, the veptr extension and lumber hook replacement surgery was performed. During the replacement surgery, the proximal cradle was placed on the first and second left ribs, and hybrid-type veptr (size 8) was placed over the second lumber vertebra. One blue clip and 2 gold clips were used. On the second lumber vertebra, the hook couldn¿t be set on the vertebral arch, so was set on the spinous process. On (B)(6) 2013, the patient was confirmed to be in recovery. The surgeon pointed out that the lumber hook couldn¿t be hooked firmly to the patient¿s bone due to the bone being small. This report is for an unknown ¿ veptr. This is report number 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.